Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is broken from the shaft of brush and won't clip in back... Came off - oral-b power oral care refills [device breakage] . Case narrative: consumer via phone stated that while brushing, the brush head came off as it was broken from the shaft of the brush itself. No injury was reported.